Manufacturer narrative:
Citation: huczek z, et al. Transcatheter aortic valve in valve implantation for failed surgical bioprostheses: results from the polish transcatheter aortic valve in valve implantation (viv tavi) registry. Pol arch intern med. 2022 feb 28;132(2):16149. Doi: 10.20452/pamw.16149. Epub 2021 nov 30. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the safety and efficacy of transcatheter aortic valve in valve implantation (viv tavi) in patients with degenerated surgical aortic valves. All data was collected from a national multi-center registry between 2008 and march 2020. The study population included 130 patients (predominantly male, median age 76 years). Of these 130 patients, 54 were previously implanted with a medtronic surgical aortic valve (hancock ii = 27, freestyle = 17, mosaic = 10), while 99 underwent viv-tavi with a medtronic transcatheter aortic valve (corevalve, evolut r, or evolut pro). No unique device identifier numbers were provided. Among all 130 patients, a total of 14 deaths occurred within one year of viv-tavi, including 10 cardiovascular deaths. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. All 55 patients with a degenerated medtronic surgical aortic valve underwent viv-tavi. The median time from surgical aortic valve r eplacement to viv-tavi was 8 years (range, 5 to 11 years). Types of degeneration observed: stenosis, regurgitation, or mixed stenosis (mean pressure gradient >20 mm hg) and regurgitation (severity of moderate to severe). Outcomes of viv-tavi included: more than one transcatheter valve implanted during the procedure, stroke, life-threatening bleeding, myocardial infarction, coronary obstruction, permanent pacemaker implantation, moderate to severe paravalvular regurgitation/leak, elevated mean pressure gradient (>20 mm hg), and patient-prosthesis mismatch. Medtronic transcatheter aortic valves may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.